Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system leaked. This was discovered during use. The following information was provided by the initial reporter: during the usage of the product on the afternoon of (B)(6), it's noticed that ext. Tubing leakage at clamp.

Manufacturer narrative:
H.6 investigation summary: a device history record review was performed for provided lot number 8299697 and the review did not reveal any detected quality issues during the production process that could have contributed to the reported incident. To further investigate this issue, one used sample was provided for evaluation by the quality team. Through examination of the sample, the extension tubing was observed partially cut. The slide clamp component was reviewed for any sharp edges or damage that could have caused the tubing cut; however, no such damages were observed. Our quality team attempted to recreate this incident by using the sample's slide clamp on ten different extension tubs, however, no cuts or damaged were observed. Based on the investigation results, a cause for this incident could not be determined. Based on an evaluation of the severity and frequency, further corrective action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for any emerging trends.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system leaked. This was discovered during use. The following information was provided by the initial reporter: during the usage of the product on the afternoon of december 30, it's noticed that ext. Tubing leakage at clamp.